Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for gastrointestinal (gi) bleed from (B)(6) 2016. Video capsule study on (B)(6) 2016 showed active bleeding in small intestine, but location was undetermined. Aspirin was held and coumadin was twice per week in (B)(6) 2016. The patient then resumed 81mg aspirin every day and coumadin at lowered inr goal of 1.4-2.0.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.